Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of by customer.

Event description:
It was reported to boston scientific corporation in 2008 that a maxforce tts high performance balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2008. (Female patient, age and weight unknown). According to the complaint, the balloon popped inside the patient in the common biliary duct. (4 atms of pressure). The case was completed with another maxforce tts high performance balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"